Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 04/16/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 7:30 am after receiving a high glucose reading of 541 mg/dl from the prodigy diabetes meter. The end user was sweating and felt hot and went to the ER. Upon arrival to the ER the end user's blood glucose was 120 mg/dl. No treatment was administered while at the ER and upon discharge the end user's blood glucose had decreased to 70 mg/dl. He was instructed to follow-up with his pcp. No addiitonal information was provided.